Event description:
This procedure is part of the (B)(6) study:post-atherectomy an arterial dissection was reported. The procedure was completed successfully.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(6) study events.